Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04137. It was reported the pt was receiving shocking sensations in her back due to the ipg. The pt also reported she would observe pocket heating and redness at the ipg pocket site after recharging for 1.5 hrs. F/u identified the pt had pain in the buttock and leg. It was reported the pt was asked to turn the system off to determine the etiology of the sensations. Further f/u identified the physician replaced the ipg to address the issues.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.